Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that multiple patient underwent multilevel plf surgery using rhbmp-2/acs. Post-op seroma formation was observed in 1-2 cases. The seroma had to be evacuated. No additional details were provided.